Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation). The device was not returned to zoll medical corporation; instead, the clinical file was provided for review and it was determined that the device performed to specification. Review of the clinical file showed the first shock was successful. Then after 68 seconds into a 2-minute CPR interval, the device recorded "one shock delivered", indicating the shock button was pressed while the device was not charged. At the end of the CPR interval, the device analyzed again and gave a prompt of "no shock advised". Followed by another shock button press indication without the device being charged. There is no indication the device was unable to discharge if all criteria were met. It's noteworthy to mention, the AED plus product line is designed without the ability to manually charge. The device will automatically analyze patient ECG and if it is determined to be shockable, the device will automatically charge. The AED plus in this event was semi-automatic, requiring a manual button press in order to discharge. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device delivered one shock. However, the device failed to discharge for a subsequent shock. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.